Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the failure to perform a femoral angiogram. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. The other proglide devices, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that puncture closure of the right femoral artery was attempted using a proglide device after an unspecified procedure. No femoral angiogram was performed. Reportedly, the device misfired. Two additional proglide devices were used with the same results. A fourth proglide was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.